Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error in the flexvision pc resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the system. The frame grabber card in the flexvision pc failed. The fse cleaned and reconnected all the cards. After cleaning and reconnecting all the cards, the system passed all functional tests and was returned to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It has been reported to philips that the flexvision pc failed to bootup. The system was not in clinical use. No harm has been reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fse reviewed the system log files and identified that a frame grabber card initialization error resulted in the system not being able to complete the start up sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. After cleaning and reconnecting all the cards, the system passed all functional tests and was returned to use in good working order.